Event description:
It was reported that the user experienced difficulty initiating scanning and pairing of an fsl3+ sensor with a samsung s22+, resulting in multiple failed scan attempts until the sensor finally activated and began warmup after app reinstallation and repeated rescans. Symptoms included no clinical symptoms. Outcomes included no impact on health, alerts, or alarms. Investigation included guided troubleshooting and user education, including phone restart, app deletion and reinstallation, bluetooth verification, and repeated sensor rescan attempts. Investigation of this case revealed that the issue resolved after software reinstallation and repeated pairing attempts, with successful sensor activation. It was concluded that the event was a transient pairing failure that resolved with standard troubleshooting, with no clinical consequences.